Event description:
During the receipt inspection of a returned evis exera ii ultrasound gastrovideoscope loaner, it was discovered that the acoustic lens adhesive was gapped and peeling. There was no patient involvement during this event.

Manufacturer narrative:
As noted, this event was discovered while inspecting a returned loaner device. In addition to the cracked and peeling adhesive, the subject device revealed other signs of wear and tear. The cover lens, grip unit, and scope body were all scratched. The probe unit had dents present. The distal end was deformed. The air/water nut's painting was peeling. The connecting tube was shaved and the universal cord had chemical damage present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
Customer confirmed the device was sent for maintenance due to bubbles from the auxiliary channel connection, which was detected during the manual immersion test.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, customer follow-up and correction to report source. Event: updated with additional information received. Report source: checked "other" to correct the country to (B)(6).. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the acoustic lens adhesive peeling likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.